Event description:
Caller reported that a cartridge was damaged, specifically at the cartridge pigtail, which was broken. There was no adverse impact to the customer's blood glucose level. The issue occurred once, and the caller resolved it by changing the cartridge and successfully resuming insulin therapy, with no cartridge available for return.